Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unit received with backlight functioning properly. Unit received with corroded battery tube. Unit received with broken battery tube threads, cracked case at display window corners and minor scratches on lcd window. (B)(4).

Event description:
It was reported that green light on transmitter was not turning off. Customer's blood glucose was not reported. Insulin pump would be replaced.